Event description:
Consumer claims to have used the heating pad for her back, turned it off and left it on the couch. When she awoke the next morning she found the heating pad had caught fire and burned her couch. There was not a report of injury with this incident.

Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructions provided. Consumer also left the heating pad plugged in and unattended which is a violation of the warnings and instructions provided. This incident is the direct result of consumer abuse/misuse of the product.